Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently visited the emergency room due to a blood glucose level over 600 mg/dl, which was treated with a bolus. Blood glucose level by the time of the emergency room visit was 564 mg/dl. The customer stated that the insulin pump had an off/no power alert and that she was unable to get the device to turn back on. The caller stated that she did not receive a low battery alert prior to the device losing power. The insulin pump was not replaced or returned for analysis.